Manufacturer narrative:
Sorin group deutschland manufactures the stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland received a report that a young patient with a congenital cardiac anomaly was in neonatal age when he received a correction of the aortic anomalies and banding of the pulmonary artery. This procedure was conducted with extracorporeal circulation using a 3t heater cooler system. Post-procedure, the patient was treated for 12 months due to the discovery of an infection. During this time, there was a cardiosurgical re-intervention. The current patient status is unavailable at this time.

Manufacturer narrative:
(B)(6). (B)(4). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a young patient with a congenital cardiac anomaly was in neonatal age when he received a correction of the aortic anomalies and banding of the pulmonary artery. This procedure was conducted with extracorporeal circulation using a 3t heater cooler system. The patient was treated with antibiotics for 12 months for post-operative infection. During this time there was cardiosurgical re-intervention. Follow up communication with the customer has revealed that the involved unit was contaminated with mycobacterium chimaera. The customer also reported that the patient is now doing well and medical therapy is no longer necessary. No further information about the patient was provided. The facility has also declined to return to the device to sorin group (B)(4) for investigation and disinfection. No service has been requested and the facility has stated that they will perform their own investigation. The facility has been taking air samples and all results sorin has been made aware of have been negative. The customer has taken a decision to place the machines outside of the operating room during procedures. No further details about the investigation have been provided. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. Facility performed their own evaluation.